Event description:
It was reported "the catheter is too thin and kinks/bends preventing the flow". The patient consenquence is reported as "delay in administering high-risk drugs". No patient injury was reported. The catheter is removed and the blood pressure monitiored manually. Customer reported "we do not have the exact number of patients affected by this issue".

Event description:
It was reported "the catheter is too thin and kinks/bends preventing the flow". The patient consequence is reported as "delay in administering high-risk drugs". No patient injury was reported. The catheter is removed and the blood pressure monitored manually. Customer reported "we do not have the exact number of patients affected by this issue".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).